Event description:
During a surgery a patient got a superficial skin harm caused by the contact point of the tebbets retractor/light cable but no medical intervention was required. However, the or nurse responsible on that date, does not remember which light retractor was used during the surgery since the hospital owns a carefusion device # (B)(4) and a luxtec device # (B)(4). The 2 cables used with each device is diameter 3.5 cm referenced luxtec cable (B)(4). It is unclear if the tebbetts retractor was actually the device being used at the time of the incident.

Manufacturer narrative:
As stated above the hospital owns and uses two light retractors one tebbetts retractor manufactured by carefusion ((B)(4)) and one retractor manufactured by luxtec. As the end-user is not able to confirm which product code was being used when the patient got the skin burn, no further investigation will be performed at this time. The device was not received for evaluation and additional information was not provided. A lot number was not provided, therefore, a DHR review could not be performed. Without the device, and additional information a determination could not be made. Should the device become available a new issue will be opened and an investigation will be performed and a follow up will be sent.